Event description:
Related manufacturer reference number: (B)(4). It was reported during ipg replacement (related manufacturer reference number: 1627487-2022-03872), lead migration was observed. As a result, surgical intervention occurred wherein the lead was explanted and replaced, addressing the issue. The investigation did not determine which lead migrated.

Manufacturer narrative:
B3: date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans; UDI: (B)(4), serial: n/a; batch: 175953 based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The event of ipg replacement was reported to abbott. The ipg was explanted and replaced due to patient¿s ipg reaching end of life. Both leads were explanted and replaced with a paddle lead due to lead migration. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.